Event description:
Cardiac catheterization on 10/7/98, upon removal of stent, multi-link stent was not on the catheter. Pt ws given reopro and placed on the intra-aortic balloon pump. 10/8/98 stent recovered.